Event description:
Fire department personnel were treating a patient who had reportedly been down for approximately 30 minutes. The operators reportedly attempted to pace the patient and allegedly observed intermittent operation of the pacer function. The patient was not resuscitated. The reporter stated that the device did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.